Event description:
It was reported that a spectrum pump produced concurrent flow from primary and secondary bags when giving a bolus. (Medication, programmed amount and delivery rate unk). An pt involvement is unk.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.